Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2026. According to the patient¿s parent, on (B)(6)2026, the patient was on an airplane to italy, and experienced vomiting. The parent did not have a blood glucose meter available at that moment to check the patient¿s bg value. When they landed, the patient was brought to the hospital. When a fingerstick was taken, the cgm reading was 103 mg/dl, and the blood glucose reading was 636 mg/dl. Initial laboratory evaluation showed severe hyperglycemia and metabolic acidosis. The patient had been diagnosed with diabetic ketoacidosis and was transferred to the pediatric intensive care unit, where intravenous fluids 0.9% saline, continuous intravenous insulin infusion, and electrolyte replacement were initiated. The patient¿s clinical condition and laboratory parameters gradually improved during hospitalization. No further medication was reported, and the patient was discharged after 2 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.